Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of heart palpitations. It was noted that the p-wave amplitude had been decreasing and that the p-waves were measuring small. The lead remains in use. No patient complications have been reported as a result of this event.